Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The assignable cause of the iipv was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold.

Event description:
During a review of the logs of a returned homechoice (hc) machine, downloaded on (B)(6) 2013, an increased intra-peritoneal volume (iipv) was identified during drain cycle 3. The patient's ultrafiltration (uf) reading was 1953 ml, indicating the home patient (hp) drained 1953 ml more than the largest prescribed fill volume of 3000 ml. This meant the total drain volume was approximately 4953 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.